Event description:
It was reported that the patient was unable to inflate the inflatable penile prosthesis (ipp) due to limited dexterity. The system was removed and replaced without patient complications.